Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +22.5d) was implanted backwards during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal (sn: (B)(6), +22.5d) in the correct orientation. Rxsight's first awareness of this event was on 02/06/2024.